Event description:
During evaluation of a returned spectrum pump, the device was found as audio was not working. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device was found as audio not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be unplugged rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.